Event description:
Paramedics responded to a person, condition not reported. The device was connected to the patient with disposable pacing/defibrillation/ECG electrodes for external pacing. According to the reporter, each time that pacing was initiated the device cycled power by itself. A backup device was called for and used. No adverse affects to the pt were reported as a result of the alleged malfunction.